Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a burning, itchy irritation underneath the back-left therapy electrode. Per review of the download flags, patient did not receive a treatment. The patient's nurse applied a water-based ointment to the affected area. During a follow-up, it was reported that the patient's irritation improved.